Manufacturer narrative:
The reported event of inappropriate therapy was unconfirmed. Review of the stored egms did not show any inappropriate therapy was delivered. In-lab testing and analysis was performed and the device showed normal function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving multiple inappropriate antitachycardia pacing and high voltage shock therapies for atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient was stable.

Event description:
New information states that the device was explanted for unknown reason. No further information was available.